Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal discomfort and cloudy fluid. It was further reported the patient experienced an unspecified infection five days prior to the peritonitis diagnosis. This was further specified as "hole infection was related to pseudomonas". The cause of the peritonitis and infection were not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with vancomycin injection (2gm stat dose) and injection ceftazidime (1.5 gm stat dose, then the following day, it was given every 24 hours) for peritonitis. On an unknown date, pd therapy was discontinued. Thirteen days after event onset, the pd catheter was removed. At the time of this report, the patient was not recovered from the infection and peritonitis. No additional information was available at the time of this report.